Event description:
It was reported that the patient was experiencing left-sided flank pain when turning on the device. It was also confirmed through x-ray that the patients leads migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091210.